Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2024 by the archives of orthopaedic and trauma surgery, titled ¿convertible glenoid replacement in the anatomical total shoulder arthroplasty: medium-term results ". The study reviewed forty-three (43) patients who underwent anatomic total shoulder arthroplasty (atsa), to address primary osteoarthritis, instability arthritis, posttraumatic conditions, glenoid exchange, and other causes, using universal glenoid devices. During the minimum two (2) year follow-up period, three (3) patients experienced rotator cuff injury / rotator cuff insufficiency. Source: habermeyer, p., rapaport, j., raiss, p., & magosch, p. (2024). Convertible glenoid replacement in the anatomical total shoulder arthroplasty: medium-term results. Archives of orthopaedic and trauma surgery, 144(9), 4365-4374.